Manufacturer narrative:
The autopulse platform (s/n (B)(4)) was returned to zoll on (B)(4) 2016 for investigation. A DHR review for s/n (B)(4) found no previous complaint related to this event. During the visual inspection no physical damage was noted upon receipt. No critical issues were found during the archive data review. The device failed during functional testing, the device would not power on. In summary, the reported complaint of the device not powering on was confirmed during the investigation. The autopulse was tested by inserting a known good battery into the autopulse battery bay. When inserted, the battery's connector did not fully connect to the battery cable connector. This caused interruption of power distributed to the autopulse. During the investigation it was noted that two back rivet joint nuts of the battery cable connector were damaged, which caused the device not to power on. The two defective battery connectors were replaced to remedy the reported issue. The archive data review confirmed that the device was never used on a patient.

Event description:
It was reported that during a routine preventive maintenance performed by a biomed engineer, the autopulse platform (s/n (B)(4)) would not power on. This platform was tested with multiple known good li-ion batteries, with no success. The biomed engineer stated that this platform has never been used by the customer. No patient involved with this event. No additional information provided.